Event description:
It was reported that loss of capture was noted via remote transmission. The lead was explanted and replaced.

Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.